Event description:
A male with history of hypertension, underwent aaa repair in 2009. The pt's anatomical form was suitable for aaa repair and the procedure was conducted as labeled. After placing the main body and two iliac leg grafts without problem, final angiography confirmed that the left internal iliac artery was covered with the contralateral iliac leg graft and it was occluded. The physician decided not to perform additional procedure for the occlusion and take a wait-and-see approach since the patency of the right iliac artery was confirmed. The current status of the pt is unavailable.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. In regards to this case, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects. Anatomical criteria. Anatomical conditions. Sizing requirements. Per the physician's comments, it was determined that the bifurcation was located further than estimated, however, the device in question was placed, but it covered the bifurcation. It was decided not to perform additional procedure for the occlusion and take a wait-and-see approach since the patency of the right internal iliac artery was confirmed. It should be noted that it was recommended that a shorter leg graft, tfle-12-88 be used. Based on the supplied info, the failure mode assigned this case is "improperly sized device is deployed in pt". A similar complaint was reported (1820334-2009-00520) in which the same failure model was assigned. That procedure was performed six days prior to this one by the same physician at the same hospital. We will continue to monitor for similar incidents.